Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The left monitor was replaced. The system operates as intended.

Event description:
The customer reported that the left monitor on the 7900 system went black. No pt injury was reported.